Manufacturer narrative:
Exact date unknown, event occurred two months after the device was implanted. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 14069578/14140176.

Event description:
It was reported that the ipg site caused discomfort to the patient and experienced an inadequate stimulation despite a reprogramming attempt. All components were explanted. No further information has been obtained despite good faith efforts.